Manufacturer narrative:
Device evaluation summary device evaluation of charger/modem (B)(4) has been completed. The reported problem (will not recognize a battery) was confirmed. As received, the charger/modem could not recognize a battery. Upon investigation, the root cause was liquid contamination on the battery board. The root cause of the liquid contamination was ingress of an unknown liquid. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor contacted zoll and reported that charger/modem (B)(4) could not recognize a battery.